Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device lost power and had low rotations per minute (rpms). There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.